Event description:
A dialysis facility reported that five minutes after treatment was initiated, the hemodialysis machine alarmed. The nurse who responded to the alarm immediately called for help. When the charge nurse and the clinic manager responded to the call, they found the venous line filled with air and the pt was unresponsive. CPR was initiated but the pt expired. Cause of death was listed as cardiac arrest. No autopsy was done.